Event description:
Patient reported they been having horrible tooth pain. They have gone to their dentist and now an orthodontist and due to wearing these liners they have a tooth that¿s sticking out. They also have a misaligned bite as well as periodontal disease. This is a contraindicated patient.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.